Event description:
The customer reported that the system would intermittently miss images during fluoro. The fse, during the on site eval. Reported that the system would intermittently not produce a fluoroscopic image; thus, making the system intermittently unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and the high voltage cables. The system operates as intended.